Event description:
It was later clarified that the lead was never explanted but left in the patient due to fibrosis. A majority of the lead remains implanted in the patient. No other relevant information has been received to date.

Event description:
It was reported that high impedance was detected through system diagnostics on the patient's generator. As a result, the patient's generator was disabled. It was reported that prior to disablement, the nonverbal patient began to hum during stimulation. They also experienced an increase in seizures. This was attributed to the high impedance. X-rays of lateral and ap chest x-rays were reviewed by the manufacturer. Note that due to the angle of the generator, complete pin insertion could not be verified. Based on the images provided, there is no obvious cause for the reported events. Note that the presence of problems in obscured portions of the lead and microfractures cannot be ruled out. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient underwent a lead replacement due to high impedance. After the replacement, the high impedance resolved. Return of the lead is not expected. No further relevant information has been received to date.